Event description:
On (B) (6) 2010, the patient reported she had an elevated blood glucose reading of 470 mg/dl with her normal range being 120 mg/dl. Symptom was nausea. She said she thinks her insulin infusion device is intermittently not properly delivering insulin during a programmed bolus or prime. She said she was able to program the bolus and see the unit amount on display scroll down. There is no abnormal noise but she thinks the piston rod is not properly working. She said she will switch to her backup infusion device. On follow up on (B) (6) 2010, the patient stated her blood glucose has been within her normal range while she is using her backup device. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.